Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient reported when they put in the trial leads in the spine it just made the implant that is already in place really hot as hell and very uncomfortable. The trial was supposed to be for pain in the legs. The patient has fatigue after just a little bit of walking. They put the trial in last thursday. It remained hot for 4-5 hours. It is not hot at all now. They are doing the trial on the left side of the spine on t8 and t9. They told the patient to call the manufacturer before they went any further on considering putting the permanent implant in. If it is only going to last like the one they have now.

Manufacturer narrative:
Continuation of d10: product idl neu_unknown_lead, serial# unknown, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.